Event description:
It was reported that the patient had an older device that was thought not to have been working until the patient began to have an increase in seizures. The patient believed the increase in seizures was related to battery depletion. The patient was referred for generator replacement as a result. No surgical intervention has occurred to date. No additional information has been received to date.

Event description:
The patient underwent generator replacement surgery due to battery depletion. The explanted device was discarded.